Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation it was noted that the patient's implantable cardioverter defibrillator was unable to be interrogated and was determined to be at end of service. No elective replacement indicator (eri) or end of life (eol) indicator were received. In addition, following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically and replaced. The patient's condition was stable throughout the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation it was noted that the patient's implantable cardioverter defibrillator was unable to be interrogated and was determined to be at end of service. No elective replacement indicator or end of life indicator were received. The device was explanted and replaced. The patient's condition was stable throughout the procedure.

Manufacturer narrative:
The reported field events of failure to interrogate was confirmed by analysis and determined to be due to premature battery depletion. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.